Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment which could not be resolved by the operator. Treatment was ended and rinseback was partially completed, resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The user's guide includes appropriate instructions for responding to system alarms. Occasional alarms during dialysis are expected and should not result in blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Facility staff has been notified and provided add'l training of rinseback procedures. Nxstage medical considers this report closed. No additional information will be provided.